Event description:
The customer reported that following an autoclave cycle of 10 minutes exposure time and and a 50 minutes dry time, the hose was found with stains that appear to be orange in color. There was no reported injury from this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: to date the investigation is still in progress. A follow-up report will be sent when the investigation is completed.